Manufacturer narrative:
Sientra complaint (B)(4). Sientra will not be able to perform a failure analysis since the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture, baker grade unknown.